Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. Customer stated that when unlocking insulin pump it got freeze. Customer also reported that insulin pump got blank for one minute and came back on. The customer stated that the reservoir was able to lock in place. Customer stated that insulin pump was dropped on the carpet and bathroom tile. Customer also reported keypad anomaly and sensor updating/sg value not available alert. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, frozen screen, keypad unresponsive and retainer ring damage found on 30-sep-2021. The pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly. No blank display or frozen screen noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or were found in the history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed the keypad voltage test. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. In summary, blank display, frozen screen, unresponsive keypad and retainer ring damage were not confirmed. Moisture damage on pcba 1 and pcba 2 was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.